Manufacturer narrative:
(B)(4). Vyaire has the suspect component in house and is in the process of evaluating the batter. Once complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the internal battery operation time is about 10 minutes. There was no report of any patient harm associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The battery was installed into a known good top-level ventilator and powered on and gave a low battery alarm immediately after 1 minute. The battery was then charged the minimum 24 hours as recommended per the service manual, and the battery lasted 10 minutes until it stopped delivering breaths. The battery was not lasting the minimum 40 minutes due to extrusion during welding. Vyaire medical replaced the battery to address the reported issue.